Event description:
The customer called and reported experiencing high blood glucose over 500 mg/dl. At the time of the report, customer's blood glucose was 418 mg/dl. Customer's symptoms were irritability and not feeling well. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Customer declined to check for air bubbles or leaks in the infusion set or reservoir. The customer also declined to check for programming accuracy. The insulin pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. The customer's diabetes educator called back on (B)(6) stating that although troubleshooting showed insulin pump seemed to be functioning correctly, customer reverted to manual injections and wanted the insulin pump replaced. It was advised that although the insulin pump would be replaced, to keep an eye on the whole system upon receiving the new insulin pump. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner.